Event description:
Patient was revised to address pain. Update - (B)(6) 2011 - litigation papers allege patient suffered past, present and future physical suffering, including but not limited to: extreme pain, discomfort, soreness; malaise; swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Femoral head added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.